Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the bolus delivery totals in the total delivery doses did not match. The variation in the bolus totals was due to the prime menu being accessed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/05/2017 with the following findings: the black box shows the pump was manually suspended on (B)(6) 2017 at 20:22 followed by an unexplained rebooting event; deliveries never resumed. The total daily dose history was appropriate for the user programmed delivery settings. The pump was found to be calculating bolus accurately. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were recorded accurately in the pump¿s history.